Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action ((B)(4)). (B)(4).

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported readings issues. The customer reported she received a reading of 119 mg/dl and the reading was lower than she felt. It was also reported the customer experienced confusion and headaches at random times for a long time and she was seen by a doctor, but no third-party medical intervention was required. No medications were reportedly taken to counteract the event. The customer reported she had juice and food to alleviate her symptoms. There was no report of death or serious injury.